Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's father reported on behalf of his son who on (B)(6) 2019, experienced an adverse skin reaction with symptom described as purulence on the third day of wearing an adc freestyle libre sensor. Customer removed the sensor and had contact with a doctor on (B)(6) 2019, who prescribed advantan (methylprednisolone - topical steroid) ointment and levomecol (chloramphenicol - antibiotic) ointment for treatment. There was no report of death or permanent injury associated with this event.

Event description:
Customer's father reported on behalf of his son who on (B)(6) 2019 experienced an adverse skin reaction with symptom described as purulence on the third day of wearing an adc freestyle libre sensor. Customer removed the sensor and had contact with a doctor on (B)(6) 2019 who prescribed advantan (methylprednisolone - topical steroid) ointment and levomecol (chloramphenicol - antibiotic) ointment for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification dhrs (device history review) for all libre sensors and libre sensor kits within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and libre sensors and showed no trips. If the product is returned, the case will be re-opened and a physical investigation will be performed.